Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. A firmware upgrade was attempted for the pacemaker. During the upgrade the device went into backup mode. The device was restored to its nominal settings. The patient remained asymptomatic throughout the event. The upgrade was not performed.